Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 16-apr-2025. Investigation summary bd received 20 unused returned samples for investigation. Out of these, 10 samples were used in functional tests, where each sample was used to draw 6 tubes, and no leakage was observed. Additionally, 10 retained samples were used to draw 6 tubes each and the reported defect of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer experienced sleeve leakage. Sample was recollected and no other patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer experienced sleeve leakage. Sample was recollected and no other patient or user impact reported.